Event description:
The customer reported that during an lavh, the device clamp was removed from the patient after the device made a failure alarm. The plastic purple piece was stuck to tissue and had to be forced off the tissue. The tissue was bleeding and had to be repaired.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report on: 06/24/2013. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.